Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for obsessive compulsive disorder (ocd). It was reported the patient's symptoms returned when they went to the health care professional (hcp) for an education session and the ins was checked with the patient programmer (pp) and the stimulation was off. Prior to the device check four days prior to report, the patient was doing well but since the hcp appointment and check on monday, his symptoms were back. It was further reported the patient thought he got sick again "about a month or so ago, 2 weeks ago" and had to go back to their hcp office again. The stimulation was turned off by accident. The patient was informed by the hcp to turn the stimulation back on. They were able to turn the stimulation back on. Further follow-up was being conducted to determine if the return of symptoms had been resolved. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from health care provider reported that the device had accidentally turned off and there was no depletion occurred. The patient had been practicing with patient programmer. He was very sensitive to device manipulation and the higher anxiety symptom was obsessional driven due to fear of losing effect. The patient returned to low anxiety state when device was turned back on and therapeutic effect returned.

Manufacturer narrative:
(B)(4).

Event description:
Follow-up from the healthcare provider (hcp) reported that the loss of therapy resolved after turning the device back on. The patient later reported seeing an elective replacement indicator (eri) on his programmer. This occurred on (B)(6) 2016 and the device died without warning. It had also turned off once when checking it. It was unknown if any intervention would occur due to the eri, so additional information was requested. If additional information is received a supplemental report will be sent.